Manufacturer narrative:
Involved products that broke during use were not returned and cannot be analyzed. Moreover, no unused file is available for evaluation. The provided batch number has no corresponding with the catalog # involved in this complaint. Right batch number is unknown, DHR cannot be reviewed. Root causes are not identified. We will track this kind of event and monitor the trend.

Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it was reported that two waveone gold broke during use. One file has been retrieved from the patient's mouth. The second file has not been retrieved as of this MDR evaluation. The patient will be sent to specialist in endodontics to remove it.